Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81 advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 108-109 advised: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported that a patient had been to the emergency room for fluctuating blood glucose (bg) levels. Patient had blood work done and was on two (2) types of antihistamines and that the patient might be sick from allergies. The antihistamines was prescribed for allergies. The patient also had a cold. They have been doing multiple boluses and then it causes the patient to drop low and on the dexcom it does not match the blood sugar levels, patient says bg levels drops really low and they just started using the backup meter today. Patient¿s mother says that the dexcom and backup meter are reading 40-50 points off from the pdm and currently on the back up meter it is reading 127 mg/dl and on the pdm its reading 163 mg/dl. The patient has a control solution and it was reading 84 mg/dl. Health care provider (hcp) thought that due to the high pollen season, allergies could be affecting the patient¿s blood sugar. All of the patient¿s blood work came back normal. There was no infection, no excessive allergens.

Manufacturer narrative:
Delivery test was found to successfully pass and record into the device memory. During the bg (blood glucose) meter strip insertion verification test, the pdm (personal diabetes manager) was found to recognize the activities and powered on immediately with no issue noted. The pdm was found to function as intended.